Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, a pre-implant balloon valvuloplasty (bav) was performed due to calcification using a 24 mm non-medtronic balloon. There were deployment issues with the valve, as it appeared constrained on both the first and second deployment attempts, necessitating recapture both times. Following the second recapture, the valve and delivery catheter system (dcs) were withdrawn from the patient. Per the physician, anatomy factors and calcification contributed to these issues. Another bav was performed using a 25 mm non-medtronic balloon. The first valve and dcs were replaced, and the new valve was successfully implanted in the patient. The procedure was delayed by 10-minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)} product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.